Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a sterling otw balloon catheter and a stopcock. The balloon was loosely folded with blood in the balloon, lumen and hub. Microscopic inspection revealed a pinhole 2mm distal of the proximal markerband. Product specification has been reviewed and no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.